Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated; however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill causing some metal to shave off of the drill guide, the reported condition was then duplicated. This phenomena has been the subject of a long and considerable study. At this point in time, the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at mitek, it will be discarded as the reported phenomenon is acknowledged and is in the process of being addressed.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, metal shavings were observed emanating from a lupine stabilization saw tooth drill guide and a dove tail drill guide into the patient's body. All of the debris was suctioned out and the repair was concluded successfully without further incident or harm to the patient. [Also see associated MDR 1221934-2007-00338].